Manufacturer narrative:
Stn# 125098.

Event description:
The customer complained a false negative reaction of a patient sample with anti-human globulin, anti-igg solidscreen ii. The sample was supposed to contain an anti-jk(b). We received the patient sample but not the complained lot of anti-human globulin, anti-igg solidscreen ii. The patient sample was tested with the retention sample on tango in the quality control laboratory and reacted negatively. Furthermore, the sample was tested on gelcard and reacted also negative. A further testing showed a positive reaction of the sample only in the polyethyleneglycol (peg) method. The correct function of the affected lot anti-human globulin, anti-igg solidscreen ii was confirmed by testing different weak antibodies. All positive and negative reactions were correct.